Event description:
It was reported that the patient developed an infection at the pod infusion site while wearing the device. The patient's mother reported that the infusion site appeared as though the patient's "skin had melted off" and noted skin irritation, pain, and swelling at the pod site. The patient also developed skin reactions, including knots at the infusion site where the cannula irritated the skin. The adhesive was reported to have caused severe skin damage that resembled "melted" skin. The patient sought medical attention on (B)(6) 2026 and was diagnosed with cellulitis. Treatment included oral cephalexin 500 mg twice daily (bid). The patient's mother reported that the patient is currently taking a break from omnipod use to allow the skin to heal.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs5czd2. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.